Event description:
It was reported that during an angioplasty treatment, a detachment occurred. The stenosed target lesion was located at the mildly tortuous left anterior descending artery. An atlantis sr pro imaging catheter was introduced via the femoral artery to check the position of the previously implanted stent. As the device was advancing, resistance was felt upon reaching the implanted stent. After removal of the device, it was noted that the radiopaque part from the distal portion of the device detached and remained in the artery. This was confirmed through x-ray with contrast media. The physician tried to recover the detached portion with a snare, however, due to the length of the snare it could not reach the detached portion. With a guide wire, the physician pushed the detached portion and moved the detached portion to a smaller secondary artery. Another stent was used to secure the detached portion to the vessel wall. The procedure was completed with this device. No further complications were reported and patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).